Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to a total knee arthroplasty (tka), a scrub technician failed to fully secure the saw blade device into the robotic-assisted solution saw handpiece device, which later became dislodged during surgery. The representative noted the blade did not fully exit the handpiece but came very close, and the procedure was completed manually. The device was used together with the base station device. The representative asked whether the saw handpiece could be registered with the newly seated blade to continue resections, and I referred to them the instructions for use (IFU) for proper use of the saw handpiece. The procedure was a minor delay, though the exact duration of the delay was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.